Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip delivery system is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report that during preparation of the clip delivery system (cds), the lock line broke while attempting to unlock the clip, if this were to recur in the anatomy, there is potential for leaving the broken portion of the line in the patient and/or the need for additional intervention. It was reported that during preparation of the clip delivery system (cds), after establishing final arm angle (efaa), an attempt was made to open the clip, but the clip did not open. During troubleshooting steps, the clip was locked, and the arm positioner was turned to close. The clip was attempted to be unlocked by pulling the lock lever above the blue line and turning the arm positioner in the open direction until resistance was felt, and the shaft was bending. This was attempted 2-3 times, but the lock line broke and the clip stayed closed. The cds was not used and there was no patient involvement. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The clip delivery system was returned for evaluation. Returned device analysis was able to confirm the reported issues. The investigation concluded that the reported unable to open the clip was likely related to the harness jamming between the binding plate and the connector. However, a cause for the harness jamming could not be determined. The reported delivery catheter (dc) shaft bend appears to be a normal function of clip actuation. The reported lock line break appears to be related to user error. It should be noted that the mitraclip system instructions for use warns against retracting the lock lever forcefully. It further warns: retracting the lock lever forcefully may result in the inability to lock or unlock the clip. Damage could occur causing the clip to not unlock or open. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.